Manufacturer narrative:
The history log showed the pad-pak was first installed successfully on the 27th march 2015 and the device performed to specification up to the 29th october 2015. The returned pad-pak was installed, the device powered up on installation of the pad-pak and powered off with a device service required prompt and a flashing red status led. This confirms the reported fault. The history log shows the device passed each self-test however did shut down with a device service required prompt each time, subsequent to the 12th october 2015 due to an overcharge error. The device was disassembled for investigation. Upon visual inspection residue was found around the high voltage capacitors and one of the capacitors was found to be leaking. This resulted in the device service required prompt and the device to fail to deliver a shock during testing due to the capacitor failing to charge. The fault could not be replicated with the capacitor replaced.

Event description:
There was no patient involved in this event. Pad unit has device service required message.